Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and the reported issue of broken cable was not confirmed. Upon visual and microscopic inspection, no damage was found to the cables at the wrist assembly. No broken or frayed cable damage was seen. Additional observation(s) not reported by site and was unrelated to the reported complaint included: the instrument was found with blade damage at the middle of the blades on the grip assembly. Both blade edges were indented. As a result, the grip assembly could no longer fully close properly.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suturecut needle driver instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the cable of the large suturecut needle driver was broken. The procedure was completed with no patient harm, adverse outcome, or injury and no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 23-sep-2024: the instrument was inspected prior to use. The issue occurred during suturing. There was no fragment that fell into the patient¿s anatomy. No photographic images of the device or recording of the procedure is available for isi to review.